Event description:
The field engineer reported that the system displayed a filament regulator error message during fluoroscopy, then stopped and would not boot up. Both issues resulted from low batteries. It is unlikely the system had enough power to create excessive radiation. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system batteries were replaced. The system was then found to be operating as intended.